Event description:
A physician reported treating a pt in 1999. During the treatment, the syringe leaked and the collagen material splattered on the physician's clothes. There was no splattering on the pt and there was no injury to the pt or the staff. No medical intervention was required. There was no separation of the needle from the syringe, but the syringe cracked at the hub. The type of needle used was not known.